Event description:
Pt decannulated while using passing mirror valve on the puritan bennett 760 vent. The 760 vent was in the speaking valve set up mode and ventilator did not alarm. Ventilator still connected to trach.